Manufacturer narrative:
This report is based on information provided by a philips remote service engineer and a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the unit will not charge. Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility. The reported complaint was confirmed as the monitor is not taking charge. The front case assembly (rdt front assembly kit, part number 453564865081) was replaced resolving the customer¿s complaint. Testing and verification were completed satisfactorily (calibrated nbp, co2, and touch screen) and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was a defective charging port. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device monitor was not taking a charge while plugged in. There was no patient involvement.